Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. A review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed an intermittent connection due to a defective weld within of the cell pairs. This affected the ability of the device to provide power as expected. However, all leds lighted up as expected. As a result, the reported "one of the fuel gauge boxes did not illuminate" could not be confirmed. The most likely root cause of the intermittent connection can be attributed to a defective weld. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because one of the fuel gauge boxes on the battery did not illuminate during the charging process and when checking the fuel gauge of the battery. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.